Event description:
It was reported the 511s was used during a laparoscopic cholecystectomy. It was reported by the affiliate the red button bounces back when pushed down. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49523. Ees #.981031/j. D6: information not available, device not returned for analysis.